Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received. Eventually, the chb resolved and there was no need for a permanent pacemaker.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implantation utilizing a small flexnav delivery system. Length of membranous septum was 1.9mm. No calcification was observed from the annulus to the sub valvular to left ventricular outflow tract. The navitor was implanted at a depth of 3mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. After deployment, the patient went into complete heart block (chb). Patient left the operating room with a temporary pacemaker. Monitoring was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.